Event description:
It was reported that during the surgical procedure, the customer experienced a 20008 system error code when trying to attach a sterile adapter onto 1 of the system arms. The spare arm was used in its place, and although the spare arm was lifted to it's maximum capacity, the surgeon experienced low visibility and had difficulty distinguishing planes. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field svc engineering concluded that the 20008 system fault experienced by the customer was associated with the extended pt side manipulator (psm). The system was repaired by replacing the affected extended psm. The extended psm was returned to isi for failure analysis investigation. Engineering discovered a broken clamp screw on 1 of the axes which allowed the shaft to spin freely, thus generating the system error experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of september 18, 2006, there have been no reported recurrences of the issue at this hospital.